Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process. After the reset, the error code did not reappear, and the customer was able to successfully start their sensor session.